Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image displayed could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned. The customer reported that to troubleshoot the no image issue, the scope was reconnected, and the device was restarted; this rectified the issue and the customer continued with the procedure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using the video system center. The issue occurred during the diagnostic procedure (laryngoscopy), there was no delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.